Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter displayed a ¿strip used¿ error message. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the meter issue first occurred the year prior to contacting lifescan. The patient detailed that she manages her diabetes with non-insulin injections and consumed more food or drink in response to the alleged issue, but could not specify when. The patient claimed that an unknown time after the meter issue occurred she developed a symptom of ¿extreme thirst¿ however denied receiving any treatment. At the time of troubleshooting the cca noted that when the patient was walked through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hyperglycemic event after the alleged meter issue occurred.